Event description:
It was reported that during a scheduled replacement of this cardiac resynchronization therapy defibrillator (crt-d), the left ventricular (lv) lead was found to have been stuck inside the device header. The device header was subsequently cut and the lead was able to be removed. This device was successfully explanted and removed as scheduled. No adverse patient effects were reported.